Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for multiple assays on a cobas 6000 c (501) module. Based on the data provided, the results for crpl3 c-reactive protein gen.3 (crpl3) and gluc3 glucose hk (gluc3) were erroneous and not detectable to the user. Only the erroneous crpl3 result was reported outside of the laboratory. The initial crpl3 result was 0.65 mg/l. The repeat result was 47.76 mg/l. The initial gluc3 result was 0.14 mmol/l. The repeat result was 9.99 mmol/l. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 21700301. The expiration date was not provided. The gluc3 reagent lot number was 21726101. The expiration date was not provided.

Manufacturer narrative:
A specific root cause was not identified. The field service engineer (fse) visited the customer site to perform preventive maintenance on (B)(6) 2017 and the module was operating within specification. The customer has had similar issues previously resulting in a visit from the tube manufacturer for troubleshooting and training. This supports the assumption in this case that the sample probe was partly blocked by microparticles such as fibrin or microclots. Reagent issues can be excluded since the repeat results from the same module using the same reagent pack were acceptable. The most likely root cause of the issue is related to pre-analytical issues.